Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the reservoir area, and the reservoir had migrated after the implant surgery. Relocation of the reservoir was required, but the surgeon was unable to perform it due to shortening of the tubes. Therefore, a surgical procedure was performed to remove the reservoir and replace it with a new one in the correct location. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Therefore, the reported device allegations could not be confirmed. The reported migration and the reported patient symptom of pain are known risks and noted as such in the device instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of pain, migration, and length too short were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the reservoir area, and the reservoir had migrated after the implant surgery. Relocation of the reservoir was required, but the surgeon was unable to perform it due to shortening of the tubes. Therefore, a surgical procedure was performed to remove the reservoir and replace it with a new one in the correct location. No additional patient complications were reported.